Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4). A wallflex fully covered biliary stent and delivery system were received for analysis. The stent was received fully covered and undeployed. Visual inspection was performed and it was observed that the tip of the stent was kinked. The proximal section of the stent cover was torn. During functional analysis, the guidewire was loaded and the stent was able to deploy by actuating the delivery system without any resistance. A scanning electron microscopy (sem) analysis was performed on the stent cover and determined that no obvious discoloration on the proximal end to suggest burning, the proximal and distal edges of the polymer both have a roughened appearance, rather than smooth or straight cut and the proximal edge of interest appears consistent with a tear based on the stretched, narrowing tips of the damaged polymer. No other issues with the stent and delivery system were noted. The investigation concluded that the observed problem of tip kinked was likely due to handling/manipulation of the device during the procedure, the interaction of the device with the scope and/or being hit against a hard surface. Additionally, the stent cover was found damaged (torn); however, it is unknown how the damage occurred and the cause for the observed event could not be determined. The reported event of stent failure to deploy was not confirmed as the stent was able to be deployed without any resistance during functional inspection. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be implanted during a stent placement procedure performed on an unknown date. During the procedure, the stent could not be deployed. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This event has been deemed an MDR reportable event based on the investigation results which revealed that the tip of the delivery system was kinked and the stent cover was torn.